Manufacturer narrative:
Date of event reported as (B)(6) 2015; it is unknown if that is the day the plate broke or the day it was discovered broken. Additional product code: hwc. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal humerus plate broke and required a revision. The date of the original implant was (B)(6) 2015. The revision was performed on (B)(6) 2015. The surgeon removed all previous implants. A locking compression plate (lcp) elbow system was used to achieve a new screw-hole pattern. This is report is 1 of 1 for (B)(6).